Event description:
It was reported that during a coronary stent procedure, slight resistance was noted during catheter removal after stent placement. The physician inflated and deflated the balloon in an attempt to assist with removal which was unsuccessful. With considerable pressure they were able to remove the balloon catheter. A second stent was placed proximal to the first without incident. Difficulties were also encountered crossing the distal portion of the first stent to dilate. Due to concern regarding the distal stent position, the pt went to coronary bypass surgery. Pt status is listed as "okay".